Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter turned on with button depression and with strip insertion. A blank screen was not observed. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6)2019, she was unable to check her blood sugar and experienced unspecified symptoms of hypoglycemia and was rushed to emergency room. Customer was diagnosed with hypoglycemia and treated with orange juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2019, she was unable to check her blood sugar and experienced unspecified symptoms of hypoglycemia and was rushed to emergency room. Customer was diagnosed with hypoglycemia and treated with orange juice. There was no report of death or permanent impairment associated with this event.